Manufacturer narrative:
No radiographs or culture reports were provided to confirm the event. Unknown antibiotics administered pre and post removal and abatement procedure. Implanted hardware was removed, but not returned for evaluation. No product malfunction reported. Labeling review: "...potential adverse events and complications; as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection" "...compatibility: do not use reline system with components of other systems than armada system. Refer to the armada system instructions for use for a list of the armada system indications of use. Unless stated otherwise, nuvasive devices are not to be combined with the components of another system. All implants should be used only with the appropriately designated instrument...".

Event description:
On (B)(6) 2017 patient underwent a posterior lumbar interbody fusion at l3-l5 levels using another manufacturer's cages and nuvasive posterior fixation. On (B)(6) 2017 the patient underwent a revision procedure to removed implants due to an infection.